Event description:
It was reported that the right ventricular (rv) lead pacing impedances spiked suddenly and remained high. It was further reported that the rv lead capture thresholds had increased. It was noted that the patient previously underwent radiation therapy to the left lung, in (B)(6). The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead exhibited intermittent capture in addition to irregular/high pacing impedances. The system will be revised after the patient's heart failure is optimized.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was possibly fractured. The lead was explanted and replaced.

Manufacturer narrative:
Correction: device code added (B)(4) product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the setscrew marks on the connector pin were too proximal and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.